Event description:
The account alleged that the head section will not go up. No injury reported.

Manufacturer narrative:
The account found that weld on the bracket on the head section caused the bracket to break off. Technician sent a head section to the account. No further information is available on the repair of the bed at this time.